Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon turned the t-handle to push out the hook. However the hook was not able to be pushed out from the tip of outer pin. Therefore, the surgeon changed the pin to another new pin and the surgery was completed with a new pin.